Event description:
Urine leaking from vented sample port. This defective foley was replaced with a new foley. No patient harm known at this time. Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep foley tray system bardex ic complete care (per site reporter). Will send shipping items to us.